Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon catheter became stuck with the guide wire during removal. Factors that may contribute to difficulty removing the catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, challenging anatomy, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. In this case, return analysis confirmed the outer diameter of the wire to be within specification, suggesting a product quality issue did not contribute to the reported difficulty. Based on the information provided and the return analysis, it is unknown what may have caused the reported difficult to remove. Additionally, it is possible that manipulation of the wire or catheter, when they became stuck, contributed to the reported deformation due to compressive stress and material separation. This is supported by the jagged and angular edges found at the separation, indicating the separation occurred due to force at a kink or bend. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with 80% stenosis, mild calcification and moderate tortuosity. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced to the target lesion without resistance. A non-abbott pre-dilatation balloon was advanced, and used, and successfully deflated but got stuck with the ht bmw uii in the vessel. Upon removal of the guide wire and balloon as a whole from the catheter, the guide wire was found to have separated at the proximal portion of the balloon once it was outside the anatomy. It was also noted that the guide wire was wrinkled proximal to the balloon. Another non-abbott guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.